Event description:
Facility reports "syslock needle not 'snapping into lock', not getting needle locked in sheath. Since (B) (6) 2009, we have had 3 contaminated needle stick due to not getting the syslock snapped into lock position. Staff not hearing the snap or not pulling hard enough and very tip of needle is exposed and staff have been injured." Pt care technician (pct) info: pct identifier: (B) (6). (B) (6). Gender: female. Weight: (B) (6).

Manufacturer narrative:
As per review with u.s. FDA inspector during the inspection, this incident shall be a MDR reportable event as pt is (B) (6) and pct is pregnant. Thus, we are submitting this medwatch. Due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. Based on (B) (4) clinical affairs coordinator e-mail dated (B) (4) 2009, this defect might be related to end-user's usage method of the product. It is possible that the pct might not have retracted the needle completely until it reached the final lock. We will request (B) (4) to provide clinical support. Based on email received from (B) (4) dated (B) (4) 2010, the pct and the baby was continuously monitored and tested for (B) (6) infection and the test results showed negative for them.